Event description:
It was reported that the measurement for spo2 was too low. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the measurement for spo2 was too low. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.